Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing was observed on the right atrial (ra) lead, which was suspected to be contributing to mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.